Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient was not using the patient remote regularly. In some instances when the patient was attempting to recharge, the recharger showed that the implantable neurostimulator (ins) was off. The patient indicated that she may not realize that the ins was off right away and in some instances would notice that she was experiencing more pain. Most recently, she noticed more pain about two days ago and then discovered the ins was off a little while after that when they charged the ins. At the last appointment in june with the programming nurse, they noticed that the device was off for some periods of time based on data from the tablet. During the call, the patient started a charging session. The recharger showed that the ins was turned on and the ins charge level was 75%, charging to 100%. The coupling of the recharging session was eight coupling boxes filled in. The patient indicated that they do not charge every day and may charge every one to two weeks. They also charge when sleeping and check the device when they wake up to see if they get the charge sufficient screen. The patient claimed that the ins has never depleted. The patient indicated they did not have any other surgeries or medical procedures recently. The patient stated the issue started in (B)(6) 2021 but later in the call, they indicated that the device had turned off before (B)(6) 2021. The patient plans to follow up with the physician in (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported their stimulation has been turning off on its own. The stimulation was shutting off and the implant battery was not depleted, and they were not turning stimulation off by pressing the stim off button. The healthcare provider (hcp) at the clinic checked their device and confirmed it was turning off. According to the consumer they never let the implant battery deplete more than 50%. The patient was redirected to their healthcare provider to further address the issue.